Event description:
It was reported that a patient underwent a three lower uterine cesarean sections+left ovarian cystectomy procedure on (B)(6) 2025 and a suture was used. At 09:20, a pregnant woman with a history of cesarean section was hospitalized for planned delivery. Surgery on the following day from 10:38 to 12:16. During the three lower uterine cesarean sections+left ovarian cystectomy surgery, the suture was broken during the suturing of the peritoneum, causing bleeding at the suture site. The bleeding stopped after the suturing was repeated. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Quantity of blood loss? Patient weight? What is the current status of the patient? A manufacturing record evaluation was performed for the finished device and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.